Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at t10-11 level. Post-operatively, the patient suffered from back pain. As a result, the patient underwent an MRI which showed the results to be good. There were no issue related to the cement or the kyphoplasty procedure.the product came in contact with the patient.